Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The following was reported through: the shield of the femoral component is broken and had to be replaced. Explanation by sales rep: lateral condylar fracture at the femoral component of the mrh joint replacement.

Event description:
The following was reported through: the shield of the femoral component is broken and had to be replaced. Explanation by sales rep: lateral condylar fracture at the femoral component of the mrh joint replacement.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving mrh femoral component was reported. The event was confirmed via evaluation of the returned device. Method & results: product evaluation and results- visual inspection was performed as part of the material analysis report (mar). This inspection shows the fracture surfaces associated with the mrh knee and the detached piece. On visual examination, the fracture was observed through the lateral condyle of the mrh knee. A material analysis has been performed. The report concluded: review of mrh knee fem xs lft, catalogue # 6481-1-100, lot code bj99b confirmed fracture of the device. Characterisation using stereo microscopy and scanning electron microscopy confirmed fracture of the lateral condyle in fatigue. No manufacturing or material related defects were observed on the examined areas of the components. Clinical review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the devices were manufactured and accepted into final stock with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: visual inspection was performed as part of the material analysis report (mar). This inspection shows the fracture surfaces associated with the mrh knee and the detached piece. On visual examination, the fracture was observed through the lateral condyle of the mrh knee. A material analysis has been performed. The report concluded: review of mrh knee fem xs lft, catalogue # 6481-1-100, lot code bj99b confirmed fracture of the device. Characterisation using stereo microscopy and scanning electron microscopy confirmed fracture of the lateral condyle in fatigue. No manufacturing or material related defects were observed on the examined areas of the components.